Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/21/2025, a sales representative reported via email that four ar-3636h 1.8 hip fibertak anchors had sutures that did not function as intended. Specifically, during the shuttling of the repair stitch process, the shuttle stitch failed to pass the repair stitch through the anchor sheath. The case was completed, and no further details were provided. This was discovered during a hip labral repair procedure performed on (B)(6) 2025, with no reported patient harm. Additional information was received on 08/29/2025: the case was completed using another ar-3636h knotless 1.8 hip fibertak anchor from a different, unspecified lot. The procedure was delayed by approximately 5 to 10 minutes while a replacement was obtained. It is unknown whether additional anesthesia was administered to the patient. No adverse effects were reported during or following the surgery, and no photographs were taken of the event.